Manufacturer narrative:
Followup MDR submission for device evaluation: 5 unopened samples mat# 2426-0007 were returned for investigation. Prior to functional testing all 5 sets were visually examined for defects and abnormalities. The sets were attached to an IV bag filled with water solution and allowed to prime using gravity. No issue of tubing separation was observed in 4 of the samples. However, in one of the samples the loose connection of tubing from ring container is clearly observed under magnification. A quality notification was sent to the manufacturer. The customer complaint that there was separation may have been caused by the loose connection of the tubing from the ring retainer. From the manufacturers investigation, the potential root cause of separation between silicone tubing and upper fitment is related to issues with the flow stop machines. The reported failure mode was addressed in a work order. Corrective maintenance of the flow stop machine was carried out on (B)(6) 2023. A device history record review for model 2426-0007 lot number 23019108 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on january 08, 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated and caused leakage. It was reported by initial reporter and the verbatim: the IV tubing is leaking. When the nurses are giving the IV, the tubing came apart when placed in the alaris pump. The tubing separated where it connects to the safety clamp. Tubing broke before infusion started. Add info received. 1st customer response. Are you able to provide the incident date? (B)(6) 2023. Is sample available for evaluation? If yes, kindly provide the facility address. Yes, sample is available. (B)(6). If you are unable to send a sample, could you provide any photo/video of the reported issue? - n/a. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Yes, IV tubing was attached to the patient. What is the patient outcome? Are there any adverse events/serious injuries? No serious injuries. Was there a delay of, or change in, the course of treatment due to the event? Yes, there was a delay to get another IV tubing that was not compromised and restart the treatment. What type of procedure is being performed? Chemotherapy. What was the medication/fluid in use at the time of the event? Solvent/chemotherapy. What pump module model was in use (8100, 8110, 8120)? Don¿t have the information. Are staff aware of the correct set loading method into the pump (inserting top first and seated correctly) and proper unloading method (removing bottom first)? Yes, all staff are trained.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E1: initial reporter facility name: ut southwestern medical center physicians - ut southwestern monty and tex moncr h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated and caused leakage it was reported by initial reporter and the verbatim: the IV tubing is leaking. When the nurses are giving the IV, the tubing came apart when placed in the alaris pump. The tubing separated where it connects to the safety clamp. Tubing broke before infusion started.